Event description:
It was reported that the image quality on the monitor of the 2600 sys was poor (blurry). It was also noted that the table would not move in the lateral direction. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image quality issue was verified, but the table lateral movement issue could not be duplicated. The customer has ordered a new monitor to address the image quality issue. Customers bio-medical staff will install the new monitor. No add'l info. Service call closed.